Manufacturer narrative:
Based on the customers claim against the product noting the e-100 generator not powering on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site, and they confirmed that the e-100 generator would not power on. The fse tried connecting the generator to different outlets and utilizing a new power cable, without success. The fse replaced the generator. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The e-100 generator was analyzed, and the reported failure was replicated. The unit was installed onto a test system, and it failed; it would not power on when the led power button was pressed. The complaint regarding power issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the site's system logs for the reported procedure date was conducted by the regulatory post-market surveillance (rpms) analyst. The investigation revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Procedure logs confirmed a benign hysterectomy procedure took place via system (B)(4) on (B)(6) 2022. Based on the results of the failure analysis investigation, the probable root cause of this issue is attributed to an electrical and fiberoptic defect. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the completion of the procedure due to it not powering on. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the e-100 generator would not power on. The site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) team after the procedure was completed. The tse advised the site to check that the power cable was connected firmly, both to the back of the e-100 generator and to the power strip; the site confirmed that the cable fit snugly, at both ends. The tse advised the customer to check the breaker switch on the e-100 generator, and the switch was in the 0 position; the customer moved it to the 1 position, but the generator did not power on. The customer pressed the power button, and nothing happened. The tse recommended that an isi field service engineer (fse) follow up with the site for further troubleshooting. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: per the robotics coordinator, the issue was identified during the procedure, after ports were placed. The system functionality was checked upon powering on the system; however, the e-100 generator was never powered on at the beginning of the day. The site attempted to troubleshoot the issue by changing the power cord, restarting the system, and powering the system on and off a few times, but the system would not power on. The procedure was completed robotically with the original configuration.